Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The device recorded four episodes of noise on the lead resulting in inappropriate detection and aborted shocks. Lead impedance, threshold and sensing remain steady. The lead remains implanted.

Manufacturer narrative:
11/10/15 - we received additional analysis information: the device is currently not available for analysis, therefore the device itself could not be investigated. The received data were carefully analysed. The available iegms confirmed the presence of artefacts in the ff and rv channels, which led to the detection of vf episodes. No shocks were delivered. In spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.